Event description:
During a laparoscopic cardiovascular procedure the clips dropped out of the device. They did not fall into the patient. The case was completed with a like device with no patient consequence.